Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while inserting an 18 fr catheter in a patient with hyperalgesic urinary retention, the urine did return. The nurse inflated the balloon with 10ml of sterile water but when the nurse mobilized the catheter, it did not stay in place. When they tried the second time with 20ml of sterile water, the same incident occurred again. They tried several times injecting sterile water more slowly, changing the batch or inserting a 20fr probe, but they could not succeed. The patient also felt the balloon pop once. The user also carried out blank tests outside the patient and the balloon was also puncturing. After several attempts, they succeeded in inserting the urinary catheter. The customer used 165820ce, and 165818ce with batches mygq1137 and myey1462. The packaging of other unknown batches were not preserved, and the probes are available from the pharmacy for expert appraisal.

Event description:
It was reported that while inserting an 18 fr catheter in a patient with hyperalgesic urinary retention, the urine did return. The nurse inflated the balloon with 10ml of sterile water but when the nurse mobilized the catheter, it did not stay in place. When they tried the second time with 20ml of sterile water, the same incident occurred again. They tried several times injecting sterile water more slowly, changing the batch or inserting a 20fr probe, but they could not succeed. The patient also felt the balloon pop once. The user also carried out blank tests outside the patient and the balloon was also puncturing. After several attempts, they succeeded in inserting the urinary catheter. The customer used 165820ce, and 165818ce with batches mygq1137 and myey1462. The packaging of other unknown batches were not preserved, and the probes are available from the pharmacy for expert appraisal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.